Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the anterior cervical fusion for the cervical spondylotic myelopathy. The surgery was completed successfully without any surgical delay. On unknown date, screws back out was found after the surgery. On (B)(6) 2021, the sales representative was informed of the back out. The revision surgery will be performed on (B)(6) 2021. It was unknown if the revision surgery completed successfully. No further information is available. This complaint involves two (2) devices. This report is for (1) ti vectra-t(tm) plate 2 level/36mm. This report is 2 of 2 for (B)(4).